Event description:
The event is reported as: complaint description: the heart team had clips fall off the harvested structures. After an in-service it was quickly determined that most end users were loading the clips incorrectly. Since the in-service on (B)(6) 2013 there have been no issues with the clips. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample or lot # was returned for investigation. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to trend relating complaints.